Event description:
It was reported that a speaker of spectrum iq pump was bad and the alarms were not audible. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a bad speaker so alarms are not audible was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an distorted audio due to loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.